Event description:
New information received, states that the cause of death was not device related.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.